Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and genital haemorrhage ("abnormal bleeding") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, gestational diabetes and pregnancy. Concurrent conditions included obesity, pain in hip since (B)(6) 2011, back pain since (B)(6) 2011, left lower quadrant pain since (B)(6) 2012, parity 2, metrorrhagia and menometrorrhagia. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2008, the patient experienced headache ("headaches,"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"). On (B)(6) 2008, the patient experienced fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain,weight gain / loss specify which one: weight gain,"). In (B)(6) 2008, the patient experienced anxiety ("anxiety"), amnesia ("neurological conditions or problems type :memory loss"), hypoaesthesia ("neurological conditions or problems type:numbness") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced bacterial infection ("bacterial infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea,"), weight decreased ("weight loss"), incontinence ("bladder or urinary problems or changes: incontinence"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type :uti"), paraesthesia ("neurological conditions or problems type :tingling") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy/ oopherectomy( one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and dyspareunia was resolving, the genital haemorrhage, nausea, weight decreased, incontinence, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, amnesia, hypoaesthesia, paraesthesia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, fibromyalgia and alopecia outcome was unknown and the headache, urinary tract infection, bacterial infection, anxiety and weight increased had resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, incontinence, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Patient's current weight 195 lbs . Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: menorrhagia, nickel allergy, vaginal bleeding. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Reporter information added. Historical condition ,concomitant condition added. Added event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection replaced with bacterial infection and utis anxiety,bladder or urinary problems or changes, migraines, memory loss, numbness, and tingling, nickel allergy, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, fibromyalgia, hair loss. Updated outcome, onset date. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), nausea ("nausea,"), weight decreased ("weight loss"), incontinence ("incontinence,"), headache ("headaches,") and dyspareunia ("painful intercourse"). The patient was treated with surgery to remove essure implant on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, infection, nausea, weight decreased, incontinence, headache and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, headache, incontinence, infection, nausea, pelvic pain and weight decreased to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.